Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they just replaced the flow meter and was not getting any flow in an arctic sun device. Per additional information updated from ttm on 04feb2026, biomed needs support troubleshooting flow rate issues. Per review of wo notes, looked at the previous wo and looks like it was determined it had a bad flow meter after confirming water flow using a shunt and inlet pressure but now, they don't have any flow and no inlet pressure, have them checking the connectors to the pump. Per follow up information received via mail on 05feb2026, they found a hose not connected, causing no flow. But now they have low inlet pressure. They get around 2lpm flow but low pressure or leak message at times. Per additional information updated from ttm on 06feb2026, biomed had device with low air leak.